Event description:
It was reported that during the procedure, the novel lead exhibited sensing and pacing issue. Furthermore, the helix of the lead was failed to extend. The novel lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were unacceptable threshold, sensing anomaly and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination found the inner coil was overtorqued and the helix was stretched/bent. The cause of the helix mechanism issue was due to the overtorqued inner coil and helix being stretched/bent consistent with procedural damage. The cause of the helix mechanism issue was due to the overtorqued inner coil and helix being stretched/bent. The reported events of unacceptable threshold and sensing anomaly were not confirmed. Electrical testing did not find any anomalies.